Event description:
It was reported that an ilet bionic pancreas had a broken screen and was only semi-functional, and the user indicated they would revert to backup therapy if necessary. Symptoms included none reported. Outcomes included device replacement and instructions for return of the original device, data sync via the mobile app, shutdown prior to return, and re-setup of the replacement ilet; the user was advised to continue using their dexcom g7 with their phone or receiver until the replacement arrived. Investigation included complaint handling and device replacement processing. Investigation of this case revealed a screen damage issue consistent with a hardware failure of the user interface/display component. It was concluded that the device experienced a screen failure requiring replacement, with no reported adverse health effects.